Event description:
It was reported, that "a herniated cuff was observed during pre-test after sterilized by a different facility". The involved device has not been returned to the quality analytical lab for analysis and investigation as of the date on this report.